Event description:
It was reported that device had a short. No case involved.

Manufacturer narrative:
An evaluation was performed by the supplier and could not confirm the customer complaint that the device had a short. However, a visual inspection was performed and showed the scope to have a broken side arm with distal tip and fiber damage. This damage is cause by contact with another source. No manufacturing related defects were observed. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. Asku.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question has not been returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product to look at. As such the complaint is being closed without conclusion.